Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the pump supplies for 4-5 days. Tandem technical support (cts) informed customer that wearing the pump supplies for 4-5 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 140-277 mg/dl.